Event description:
It was reported that the impactor head broke. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). G2: foreign - switzerland. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h11. Visual examination of the returned product/provided pictures found it to exhibit signs of repeated use (nicked / gouged / wear)and has a piece fractured off. Device has a possible field age of over 5 years. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to the six plus (6+) years of use in the field and the normal wear and tear of the device from repeated use over time. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.